Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a hospital laboratory result using an unknown method. The meter result was 2.4 inr and the laboratory result was 3.3 inr. The patients therapeutic range was not provided.